Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent removal surgery of one (1) variable angle (va) locking compression plate (lcp) distal humerus plate and four (4) va locking screws. The four locking screws were broken under their heads before removal. During surgery, the surgeon tried to remove the screws using removal instruments; three screws out of four were removed successfully but one remained in the patient¿s body. There was a surgical delay of 60 minutes. Patient consequence is unknown. The surgeon stated that the patient was active and well-built, and moved the affected site actively from the early stage after initial surgery; such condition might have caused a metal fatigue on the screws. Concomitant device: 2.7/3.5mm titanium (ti) va lcp distal humerus plate (part: 04.117.402s, lot: l317547, quantity:1). This report is for one (1) unknown- screws: locking. This is report 4 of 4 for (B)(4). This complaint captures the post-operative event. The intraoperative event of the single locking screw remaining in the patient¿s body is captured in (B)(4).